Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the analyzer's patient connector had disturbed pins and the connector needed to be replaced. The analyzer was to be sent for repair. (B)(4).

Event description:
The analyzer was returned for testing, calibration, and evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.